Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Report 2 of 2. Customer called tsc to report single patient with past medical history of anti little e on was tested on (B)(6) 2019 on vision analyzer and antibody screen testing was neg. Customer testing with following lot numbers: mts igg gel card, lot#102918001-10, exp: sept 3 2019, 0.8% surgi-screen. Customer reports qc not affected. Customer reports no patient harm has occurred due to this event. Issue started on: (B)(6) 2019. Reaction grade obtained:neg. Customer was expecting: pos. Test repeated: yes. Method/result obtained by repeating: with a competitor's reagent in tube with peg = 2+. Number of samples affected? One. Was qc affected? No. Patient has past medical history of anti-little e, and has been given little e neg blood. No. Patient harm has occurred due to this event. Product handling protocol: cassette/gel card storage temperature range: according to IFU. Cassette/gel card orientation:according to IFU. Rbc storage and handling:according to IFU. Visual appearance before use: acceptable. Customer tested patient in question in tube using competitor's liss and patient in question resulted with antibody screen as neg. Customer tested antibody screen on patient in tube using a competitor's reagent and patient in question presented with 2+ pos reaction anti little e pos. On (B)(6) 2019 panel tested in agreement with anti-little e as stated by customer. Tsc discussed with customer to retest patient sample in question in manual gel method using same lot number of reagents and mts igg gel cards, customer agreed. Customer reports antibody screen testing is also neg in manual gel method. Tsc discussed with customer that anti little e titer may have possibly decreased since patient has been transfused with neg little e ag blood. Tsc discussed with customer differences between column agglutination technology and tube technology using enhancements.